Manufacturer narrative:
H6-information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple malformed at the proximal side of the cartridge. Four cartridges (ecr60b) were used during the case. Devices were discarded.